Event description:
Explant of sound processor to support treatment of (B)(6) type infection. Initial implant (B)(6) 2012.

Manufacturer narrative:
Pt was not reconstructed. May have another surgery for reimplant. Note: late filing of report as per discussion with MDR branch (B)(6) 2012.